Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) spoke with customer. The customer declined access to site and device and advised that "they do not have any helium tanks." The stm advised customer to acquire helium tanks from their distributor as a tank would be needed for troubleshooting a helium leak. The customer stated they would obtain helium tanks and contact getinge service at a future date/time to schedule the repair. Informed customer that this service order would be closed accordingly. (B)(6).

Event description:
It was reported that a helium leak occurred on the cardiosave intra-aortic balloon pump (iabp). It is unknown under which circumstances this event occurred; however there was no patient involvement and no adverse event was reported.